Event description:
During a remote follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch (ams) were noted on the atrial lead. Lead damage was suspected but was not confirmed. The noise was also reproducible through isometric arm movements. No intervention was performed. The patient is stable with no consequences.